Manufacturer narrative:
(B)(4). Event is currently under investigation.

Manufacturer narrative:
During investigation, a review of complaint history, instructions for use (IFU) and quality control was conducted. This product is shipped with an IFU which states warnings, precautions, catheter maintenance and instructions for use. The patient event information stated: "deep vein thrombosis (dvt) occurred and it was noticed that there was a very high incidence of needing catheter flow because the peripherally inserted central catheter (PICC) has clotted off." We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a PICC deep vein insertion procedure, thrombosis (dvt) occurred and it was noticed that there was a very high incidence of needing catheter flow because the peripherally inserted central catheter (PICC) has clotted off. Additional information requested 01/19/2014, 01/22/2015, 01/27/2015. No information regarding pt outcome was provided.